Event description:
The lay user/patient's father contacted animas on (B)(6) 2012 concerned with unexplained low blood glucose (bg) readings. The medical surveillance specialist (mss) spoke with the patient's mother on (B)(6) 2012 and obtained additional information regarding the alleged low bg excursion. The patient's mother claimed that approximately 1 week prior to her spouse contacting animas the patient had been experiencing unexplained low bg readings in the 50 mg/dl range. The reporter confirmed with the low bgs the patient developed symptoms of feeling shaky, dizzy and lightheaded. In response to the symptoms, the patient would treat with carbohydrates. The patient's mother stated that after a few days of the unexplained low's, the patient was disconnected from the pump and went on her back up plan (injections). During the follow-up call, the reporter denied any changes to the patient's diet, activity level or any new medications prior to onset of low bg. The reporter felt that the low bgs may have been as a result of the pump not delivering correctly. At the time of the initial call to animas, the patient's father did not have the subject pump with him and therefore animas customer support was unable to review pump to confirm if t was delivering correctly. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no insulin delivery defects were found. The pump passed a 29 hour flow accuracy test and was found to be delivering within the required specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.